Event description:
Reportable based on device analysis completed on 09mar2025. It was reported that a catheter issue occurred. The 85% stenosed target location was located in the distal segment of left anterior descending artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, device was sent inside the patient after standard flushing, the image was severe and black during withdrawal, making it hard to identify. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, returned device analysis revealed the imaging window was twisted.

Manufacturer narrative:
(B)(6) china. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, approximately 150-160 cm from the distal housing. Media provided by the client did not show evidence of the reported issue however, it did show a poor-quality image. Based on the information, the reported issue occurred during withdrawal, meaning the mdu5 was on. According to the instructions for use, the mdu5 should remain off before the withdrawal of the catheter since the device is not designed to withstand the forces found while withdrew rotating caused by the anatomy, if the device is withdrawn while rotating (imaging), any constriction over the catheter could apply a pressure over the drive shaft leading to the material twisted and the open proximal event provided in the media provided with the complaint.